Event description:
Attorney alleges following implantation, plaintiff developed injuries which included a disease or disorder. Particulars of the injuries include: capsular contracture, breast lumps, silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system and development of silicone syndome, joint pain headaches, photosensitivity, dry eyes and mouth, blurred vision, night sweats, cold sensitivity, chest pain, chronic fatigue, breast pain, cosmetic damage, memory and concentration impairment, anxiety, nervousness and depression.